Event description:
Parent brought the child to the clinic reporting not responding to sounds with the device for the past 2 months. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.